Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has reached elective replacement indicator at a monitoring voltage of 2.7 volts and a charge time of 23 seconds. An allegation of premature battery depletion has been made. No adverse patient symptoms were reported.